Event description:
Approx five years postoperatively, the valve was explanted due to increased pressure gradients secondary to "severe" valve mismatch of size and the development of a subaortic membrane, which was partially obstructing the valve. The valve was removed, a transventricular annular enlargement was performed, and a larger valve was implanted.